Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that starting a couple days before (B)(6) 2025, the pt was getting shocks from the ins. The pt turned the ins off on the (B)(6) 2025 but continued to get shocked by the system until the (B)(6) 2025 at which time the shocking apparently stopped. The pt turned the ins back on (B)(6) 2025 but immediately was shocked again and she elected to turn ins off at that time. The reason for the caller's call was to reach the local representative (rep), caller is with the pt's managing doctor's office but they don't know who the rep is.